Manufacturer narrative:
Concomitant medical products: baxter 2000ml bag exactamix, lot 1118842, exp 2019; non-cfn extension set, therapy date (B)(6) 2016. The customer¿s experience of an overinfusion of tpn was not confirmed. The pcu event log shows that pump module serial number (B)(4), listed as the source device, was idle at the reported event time and was not programmed until 6:11 am on (B)(6) 2016. Only pump module serial number (B)(4) was programmed close to the reported event time, at 10:34 pm on (B)(6) 2016, to run a basic infusion at 752ml/hr with a vtbi of 1500ml. At 12:34 am on (B)(6) 2016, the primary infusion completed and the device transitioned to kvo. At 12:40 am, the rate was changed to 21ml/hr and the vtbi to 120ml. At 12:41 am, the rate was changed to 75ml/hr and the vtbi to 500ml. At 12:42 am, the rate was changed to 10ml/hr. At 2:09 am, the rate was changed to 5ml/hr. At 3:50 am, the rate was changed to 3ml/hr. At 7:00 am, the rate was changed to 75ml/hr. At 12:05 pm, the device alarmed for air in line. At 12:17 pm, the device was programmed for a delay for 10 minutes, and 5 minutes later was channeled off. At 12:22 pm, the previous infusion was restored and a delay for 120 minutes was programmed. At 1:57 pm, a delay for 120 minutes was programmed. At 4:07 pm, the device was channeled off. At 6:11 am, a basic infusion was programmed to run on pump module s/n (B)(4) at a rate of 100ml/hr with a vtbi of 35ml. At 6:17 am, the rate was changed to 150ml/hr. At 6:30 am, the device was channeled off. At 6:36 am, a basic infusion was programmed to run at 100ml/hr with a vtbi of 50ml. At 7:00 am, the device alarmed for air in line and was subsequently channeled off. At 12:30 pm, the device was programmed for a basic infusion to run at 100ml/hr with a vtbi of 25ml. At 12:46 pm, the primary infusion completed and the device transitioned to kvo. At 1:01 pm, the rate was changed to 5ml/hr and the vtbi to 20ml. At 4:14 pm, the device was channeled off. Pump module s/n (B)(4) was received in overall fair condition with the instrument seal not intact. Pump module s/n (B)(4) was received in overall fair condition with the instrument seal intact. Functional testing performed found both pump modules to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. The root cause of the customer¿s experience of an overinfusion of tpn was not identified.

Event description:
The customer reported that a tpn infusion with a volume of 1800 ml and a rate of 75 ml/hr was initiated at 2259 on (B)(6), and was intended to run over 24 hours, however it had completely infused at 1:00 pm on (B)(6) and the pump was off. The nurse had checked the rate at 8:00am on the 14th and stated it was set at 75ml/hr. 10% dextrose was hung and the patient was monitored with accuchecks; there was no lasting harm.